Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿device with error "fault code 200 ref 39"¿. Per service manual operational and diagnostic, no defect was found with the device, therefore this complaint cannot be confirmed. As the reported problem was not confirmed and no defects identified, a root cause for the issue that was experienced by the user cannot be determined. Since no failure was identified with the device, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the generator device displayed error 200 reference 39. There was no procedure nor patient involvement reported. No additional information was provided.